Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during attempted implant the stylet was unable to be advanced into the left ventricular (lv) lead body. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.